Event description:
It was reported that this icm device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. Boston scientific technical services (ts) requested engineering to analyze the icm device data. Engineering analysis of icm device data indicates the battery depleted prematurely. The root cause of the reported issue is unknown, because of this, the icm device should be returned for a detailed analysis. No adverse patient effects were reported. This icm device remains implanted in the patient.

Event description:
It was reported that this icm device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. Boston scientific technical services (ts) requested engineering to analyze the icm device data. Engineering analysis of icm device data indicates the battery depleted prematurely. The root cause of the reported issue is unknown, because of this, the icm device should be returned for a detailed analysis. Additional information was received indicating this icm device was explanted from the patient. No adverse patient effects were reported. The explanted icm device was returned and is being analyzed at this time.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. A supplemental report will be provided when evaluation is complete.